Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The angled screw in the inserter became stuck. In an attempt to remove it, the tip broke off.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Complaint description:territory 243 reports the angled screw in the inserter became stuck. In an attempt to remove it, the tip broke off. The angled acetabular inserter was returned for review. (B)(4). Has looked at the failure of the universal joint concluding that it may be due to repetition of excessive force being used to loosen/detach the instrument from the installed cup. A design change was implemented in (B)(4) ((B)(6)2007) where the dimensions of the pins and swivel block were updated. As there has already been a design update since the manufacture of this device, there is no further work required. The complaint shall be closed as justified with a root cause of product design. The product shall be retained and stored in secure storage area for future reference. The occurrence shall be put monitored through our companies post market surveillance system for future trends. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.